Event description:
Additional reviewed indicated that the pump stopped due to tube set.

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump had "continuous motor stalls"; the last stall was on (B)(6) 2012 with no recovery noted. The pump was programmed to deliver dilaudid 11 mg/ml at 5 mg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was explanted and was being returned. Per the reporter no further infor mation was available.